Event description:
In this event, it was reported that a hedstroem file separated during a procedure. As a result, an apicoectomy and a tooth extraction was performed to retrieve the separated piece.

Manufacturer narrative:
Because, this event resulted in a serious injury that resulted in permanent (irreversible) damage to a body structure, this event meets the criteria for reportability per 21 cfr part 803. The product has been discarded and therefore, not returned for evaluation. However, the customer did return four new files that were evaluated and found to be within specification.